Event description:
It was reported the patient programmer display showed the "call your doctor" icon, due to a power on reset (por). The implantable neurostimulator was not charging. After repositioning of the antenna, 4 efficiency bars were achieved. The patient was not able to adjust the stimulation and was not able to clear the por. The caller reports a loss of therapeutic effect while the stimulation was on. The patient still had to take pain pills. The recharging belt always came off. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 7434-e, serial# (B)(4), product type: programmer. Patient product ID: 7425, serial# (B)(4), implanted: (B)(6) 1998, product type: implantable neurostimulator. Product ID: 3487a , lot# l54869, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
Additional information received reported that the issue with receiving stimulation therapy had not been resolved. It was noted that the patient had seen their doctor a "couple times" regarding their device. It was stated that the device would only hold a charge for a "couple hours to a couple days." The patient had not had stimulation for a couple of months. The patient was advised by the manufacturer representative to see their doctor to discuss a possible device replacement. It was indicated that the patient had not yet set up another appointment with the doctor, but wanted to try and "get one for next week." No additional information was reported.